Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue screen with the carefusion logo and displayed timeout and database errors after reboot. A technical support specialist dialed into the device, identified the dsclientoltp database in suspect mode, followed knowledge article how-to ¿ recover / repair a corrupted dsclientoltp database, dropped and repaired the database, and performed a full sync to recover the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on a blue screen with the carefusion logo and displayed errors after reboot. There were no adverse events or injuries reported based on this event.